Manufacturer narrative:
H.6. Investigation summary : bd received 25 unopened units and one opened retracted unit. All returned samples were inspected for any obvious damage consistent with needle through catheter, separation catheter from adapter, catheter kink, & threading difficult defects, and no damage was observed. Microscopic inspection of the cannula tip revealed that the tip is in excellent condition. No defect was observed. A pen and drag test was performed on 15 of the units where all tested within specification. Ten units were ¿flour¿ tested to ensure proper lubrication where all 10 units passed. A leak test was performed to check for any unobserved damage or defects on the catheter tubing on all 26 units. No leakage was observed in any of the units. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that a multiple malfunctions occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm). The following information was provided by the initial reporter, "it was reported that the catheter has been separating from the set. There are also reports of the needle perforating the catheter. We have had reported issues with the bd IV catheter 381434, lot number 9268524. The reported issues are as follows: the catheter has been separating from the set. There are also reports of the needle perforating the catheter. The plastic catheter inserted into the patient is not functioning correctly and concern has been expressed by my nurses that they are afraid a portion of the plastic could be breaking off. We have started collecting them to see if we see a connection somewhere or if it is random. So far, all that we have collected have the same lot number. Lot number 9268524. 15-jan: rcvd an email from the customer providing the following information: was there multiple patients involvement? Yes, multiple nurses tried starting IV¿s on multiple patients utilizing the 20g. I feel confident in saying all types of body types and ages were attempted. Are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) We did not save any patient identifiers. Is the product part and batch number the same as the incident the occurred on 06-jan-20? Yes, every product that we had complications with had the same lot number. (Lot # 9268524). Will actual samples be returned for investigation? Do you have an approved container to return the product safely? If yes, please provide a full shipping address and I will provide you a prepaid shipping label. If you do not have a container to return the actual sample, bd can provide one for you. I do not have a container in my possession. However, I have requested my nurses collect any problematic products but they have been avoiding the product because of all the issues and I have not received any attempted, used products. Was the course of treatment changed? If yes, provide the details. Multiple attempts were made to start an IV, especially when we were just seeing a problem, which occasionally would delay patients going to the or. 20g is our standard go to for surgical patients, since having issues we are now starting 18g, as we must have a big enough gauge to give blood through in case of an emergency. Was there exposure to blood/bodily fluids? If yes, provide the details. No exposures were reported to me. Was there medical intervention? If yes, provide the details. See ¿course of treatment changed¿ response- nothing more than what is stated above."

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a multiple malfunctions occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm). The following information was provided by the initial reporter, "it was reported that the catheter has been separating from the set. There are also reports of the needle perforating the catheter. We have had reported issues with the bd IV catheter 381434, lot number 9268524. The reported issues are as follows: the catheter has been separating from the set. There are also reports of the needle perforating the catheter. The plastic catheter inserted into the patient is not functioning correctly and concern has been expressed by my nurses that they are afraid a portion of the plastic could be breaking off. We have started collecting them to see if we see a connection somewhere or if it is random. So far, all that we have collected have the same lot number. Lot number 9268524. On 15-jan: rcvd an email from the customer providing the following information: was there multiple patients involvement? Yes, multiple nurses tried starting IV¿s on multiple patients utilizing the 20g. I feel confident in saying all types of body types and ages were attempted. Are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) We did not save any patient identifiers. Is the product part and batch number the same as the incident the occurred on (B)(6) 2020? Yes, every product that we had complications with had the same lot number. (Lot # 9268524). Will actual samples be returned for investigation? Do you have an approved container to return the product safely? If yes, please provide a full shipping address and I will provide you a prepaid shipping label. If you do not have a container to return the actual sample, bd can provide one for you. I do not have a container in my possession. However, I have requested my nurses collect any problematic products but they have been avoiding the product because of all the issues and I have not received any attempted, used products. Was the course of treatment changed? If yes, provide the details. Multiple attempts were made to start an IV, especially when we were just seeing a problem, which occasionally would delay patients going to the or. 20g is our standard go to for surgical patients, since having issues we are now starting 18g, as we must have a big enough gauge to give blood through in case of an emergency. Was there exposure to blood/bodily fluids? If yes, provide the details. No exposures were reported to me. Was there medical intervention? If yes, provide the details. See ¿course of treatment changed¿ response- nothing more than what is stated above."